Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the cardiohelp has a flow sensor problem. The instant of time was not provided. According to the service and sales unit the reported failure caused a delay in treatment. But, no harm to any person has been reported. A getinge field service technician (fst) was sent for investigation and repair on 2023-04-14. The failure could not be replicated. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp were reviewed and no malfunction could be confirmed on the date of event. According to the fst the customer noticed that they had turned on the bubble control and when blowing deflation the motor shut off because it detected a bubble. Thus, the root cause can be linked to an user related issue as the customer did not know how to reactivate the flow. According to the instruction for use (IFU, chapter 5.3.1 "connecting the combined flow/bubble sensor")the bubble monitoring function test and flow off-set calibration has to be performed before every use. Within the chapter 5.4.4. "Bubble monitoring: function test" this function test is detailed described. The device was manufactured on 2022-08-03. The device history record (DHR) of the cardiohelp (material: 701048012, serial: (B)(6). ) was reviewed on 2023-04-26. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Based on the results the reported failure "flow sensor problem" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. This complaint was found in the database of customer complaints for the cardiohelp as a single event (timeframe from 2022-04-14 till 2023-04-14 ). The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow up will submitted when additional information become available.

Event description:
It was reported that the cardiohelp has a flow sensor problem. No more information received. No harm to any person has been reported. Complaint ID: (B)(4).